Event description:
It was reported that during the device interrogation a warning message appeared indicating a battery error, rf telemetry unavailable and a note to contact the manufacturer. Device currently remains implanted. Should additional information be received, this file will be updated.